Manufacturer narrative:
The customer's report was observed during review of the device logs. However, the device was put through extensive testing including shock testing, energy testing, resistance testing, off-current testing, and impedance testing without duplicating the report. The error was cleared and after the unit was subjected to a 30min self-test with new pads, the error did not reoccur. An internal inspection resulted in no findings. The device was recertified and returned to the customer. The electrode pads used were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.